Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) checked the system onsite and confirmed that the system was not booting up. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that there was a problem with tsm (touch screen module) software. To resolve the issue, fse reloaded software on both tsm (touch screen module) in control room and procedure room. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.